Event description:
It was reported that the cvp on the ev1000 did not match the bedside cvp by 8-10 points. The ev1000 unit was changed out and the cvp on ev1000 matched the bedside. All cables used were known working cables. The cvp was zeroed the exactly the same on both ev1000 units. No other fault messages were seen. No other problems experienced with defective ev1000 aside from the cvp not coinciding with bedside. No patient injury was reported.

Manufacturer narrative:
Examination of the returned ev1000 was unable to detect any failure of the device to function as intended. The ev1000 was tested using a plum simulator. The device appropriately zeroed cvp/ap and monitored co, svi, and scvo2 for 24 hours. During the 24 hours burn-in testing, results were collected and confirmed to be within expected range. "Bt/it range was also tested and found to be within product specifications and the device passed the external cvp test." No other defects or damage was observed or noted on the databox or pc panel during the visual inspection. The complaint could not be confirmed during the evaluation; the failure could not be replicated and the no deficiencies were noted on the unit." It could not be determined if some clinical factor may have contributed to the event reported." No actions will be taken at this time.